Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from its fill port. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any defects on the device. A functional leak test was performed and a leak and backflow was noted at the fill port. This was due to a white particle approximately 0.40 square mm in size. The particle was identified to be acrylic material via ft-ir spectroscopy testing. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.